Event description:
Healthcare professional reported that the pt developed an "ulcer" after placement of the lap-band system. Also noted "they are in the process of removing the lap-band. No additional info has been received and follow up is in progress.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Ulceration is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of an ulcer as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedure."